Manufacturer narrative:
It was reported from a a literature review that the patient using the long nail presented a periprosthetic fracture. It is unknown how this adverse event was treated. The study compared geriatric patients treated with either a short or a long intertan intramedullary nail fixation. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A medical analysis noted that overall, most patients steadily improved their function and locomotive performance postoperatively with an intramedullary device for the treatment of a geriatric intertrochanteric hip fracture, independent of length of construct. It was concluded that the post-operative functional status of geriatric patients with intertrochanteric hip fractures was not influenced by the length of the device. Based on this investigation, the need for corrective action is not indicated. The potential root causes could include but are not limited to healing complications (nonunion, infection, etc.) That weakened bone, impeded fixation, or otherwise led to premature fracture. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
In a scientific publication, sellan, "short versus long intertan fixation for geriatric intertrochanteric hip fractures: a multicentre head-to-head comparison" it was reported that the patient that was using the long nail presented a periprosthetic fracture. It is unknown how this adverse event was treated.